Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data revealed evidence of power interruptions. During a visual inspection of the pump, there was evidence of moisture observed behind the display lens. The returned battery cap secured properly to the pump. The pump case was observed to be cracked at the case seal at the upper right corner near the display lens. The pump powered on to a blank display. The audible tone and vibratory alarms functioned properly. A leak test failed due to the pump case leak. The pump case was removed and evidence of moisture contamination was found on the support bracket, display screen, main pcb and tranceiver pcb. The complaint of a power issue was not able to be adequately investigated due to the blank display.